Manufacturer narrative:
It was reported the tubing became disconnected at the distal y-site with leakage. Received from the customer was one used set model 2420-0500 lot 20063048 (with its packaging pouch). During visual inspection, it was noted that the tubing p/n tc10012940 was completely separated from the distal smartsite p/n 12274436 outlet port near male luer. Fluid was leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n tc10012940. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite outlet port). The outside diameter of the tubing measured 0.146¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2420-0500 lot 20063048 shows that the set was manufactured on 2 june 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement and testing performed on (B)(6)-20) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 the customer¿s report that the tubing set separated at the y-site and leaked was confirmed upon visual inspection. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063048, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063048 it was reported the tubing became disconnected at the distal y site w/leakage. Customer email (B)(6) 2020: nicu brought three product safety issues to our attention involving IV tubing. In all incidents a patient was connected to the tubing during malfunction. 1. Ref#(B)(4) - lot#(10)20063048- when priming new tpn tubing, the tubing became disconnected/ broke at the distal y-site. 2. Ref#(B)(4) - no lot number available- tubing leaking during priming where vent meets the main line. 3. Ref#(B)(4) - lot# (10)19116172- tubing leaking during priming where vent meets the main line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected and leaked. The following information was provided by the initial reporter: material no: (B)(4). Batch no: 20063048 it was reported the tubing became disconnected at the distal y site w/leakage. Customer email (B)(6) 2020: nicu brought three product safety issues to our attention involving IV tubing. In all incidents a patient was connected to the tubing during malfunction. 1. Ref#(B)(4)- lot#(10)20063048- when priming new tpn tubing, the tubing became disconnected/ broke at the distal y-site. 2. Ref#(B)(4)- no lot number available- tubing leaking during priming where vent meets the main line. 3. Ref#(B)(4)- lot# (10)19116172- tubing leaking during priming where vent meets the main line.